Event description:
During a flexible ureteroscopy the sheath kinked causing damage to the ureter and fiber optics in scope. A stent was placed in the ureter for one week. Ureter mended with no long-term complication.